Event description:
Log files were not available. Exchanging the system controller resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis, and log files were downloaded from the system controller. Data downloaded from the returned system controller from the reported event date of 23jan2025 was reviewed. A backup battery fault alarm was active at 09:30:45 on (B)(6) 2025 due to the battery not passing the load test. Backup battery faults due to the backup battery not passing the load test were intermittently active until 07:08:05 on (B)(6)2025. At 17:20:12 on (B)(6) 2025 a backup battery uninstalled alarm activates due to an ebb_circuit_fault and ebb_mem_tag_fault being simultaneously active. A backup battery uninstalled fault is also active at 16:23:27 until 16:23:35. At 17:20:18 on (B)(6) 2025, a backup battery fault alarm is active due to an ebb_circuit_fault being active. This backup battery fault alarm due to ebb_circuit_faults were active intermittently until the driveline was disconnected for a system controller exchange at 16:51:47 on (B)(6) 2025. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) underwent functional testing and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time without issue. The reported event of a backup battery fault alarm was not reproduced throughout testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm that was cleared with a self-test. On (B)(6) 2025, the ebb was replaced with another ebb and immediately got the alarm "replace back up battery" and then another ebb fault occurred. A self-test and re-plugging in the ebb was tried several times. There was no visible corrosion or broken wires, and the alarm did not resolve. The system controller was then replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.